Event description:
Event description guidant received information that at 16.9 months post implant, this cardiac resynchronization therapy-defibrillator (crt-d) devicewas explanted due to an earlier than expected elective replacement indicator (eri).